Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the precision qid blood glucose monitor. The values, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.